Event description:
It was reported by service report that the zoom stretcher was driving intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Communication coil cable.